Event description:
It was reported the patient presented to the emergency room after receiving inappropriate therapy. The device was far p-wave oversensing and double counting on the v sense amp. Declined sensing amplitude and no capture at high output were observed. An x-ray revealed lead dislodgment. The lead was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.